Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer declined the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusion as it was thought it may have been caused by the tubing being wound up.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.